Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an external insulation abrasion noted at 14.4-14.8 cm from the distal tip consistent with lead friction to another device or feature of the heart breaching. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.